Event description:
The hospital reported that during endoscopic vein harvesting procedures, they have recently been experiencing ruptures of the btt port balloon on the vaso view hemopro 2. They are unsure as to why this continues to occur and have been completing the procedures without the balloon being inflated. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).